Event description:
Complainant alleged that during incoming inspection of the device, the unit's configuration reset and the device would not function properly. The complainant indicated that there was no patient involement in the reported malfunction.